Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplaty (ptca) treatment procedure the device was unable to cross the lesion. The target lesion was located in the tortuous right coronary artery (rca). A 3.50x16mm promus element stent delivery system (sds) was advanced to the rca; however the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent was pushed distally and the struts were bunched together. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The distal lumen was damaged just proximal to the balloon. No other kinks or damage were noticed along the shaft of the device. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).